Manufacturer narrative:
G5:510(k)#: k102985 b4:(B)(6) 2021 there was neither delay to patient therapy nor delay to medical intervention reported other than the ventilator swap. The device was evaluated by a philips field service engineer (fse), who determined that the power switch overlay required replacement. The fse replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service.

Event description:
It was reported to philips that the device had an alarm led failure message that was found during routine testing. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was evaluated by a philips field service engineer (fse) who determined the power switch overlay required replacement. A quotation for the service and repair was provided to the customer.